Event description:
The patient was hospitalized for elevated blood glucose levels, dka, an elevated white blood cell count and a viral infection.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Insulin pump therapy was discontinued during the hospitalization and the patient's blood glucose levels remained elevated. Insulin pump therapy was resumed following discharge and the patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the daily insulin delivery totals in the pump history correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. The date of the reported hospitalization is (B)(6) 2007 and the pump histories indicate the pump was in use until (B)(6) 2011; no data from the time of the reported hospitalization was in the black box or download histories due to continued patient use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the keypad was found to be peeling near the ok button; all buttons were found to respond to presses appropriately. The keypad was removed and adhesive was found under the button contacts.